Event description:
Patient reported a battery issue with the device dropping to 1%, resulting in the bluetooth function not working and the ccm screen being unavailable. Despite this, it was noted that the dexcom g7 was functioning correctly, suggesting there was no adverse impact on patient blood glucose level. Patient sought technical support to enable bluetooth and reconnect the device, but no additional information was received regarding the outcome of the event.